Event description:
This is to inform FDA that merit medical systems, inc. Is voluntarily recalling all prelude short sheath (pss) introducers manufactured by merit medical systems, inc. The sidearm tubing may detach from the sheath during use. If this failure occurs, it may result in excessive patient blood loss and / or risk of blood-borne pathogen exposure to those in the surrounding area. Merit has not been informed of any patient injuries; the failure rate was identified through internal production inspection at a rate of approximately 1%.

Manufacturer narrative:
Device evaluation: other, device evaluation is in process. Evaluation: conclusions: all subsequent investigation results will be submitted to the FDA in follow-up MDR reports and in accordance with statutory product retrieval reporting requirements. Per direction from rep of the district office in 2009, reports are being submitted for each product code. Additional suspect medical device: lot number: f661580, expiration date: 12/09/2011. H-4: additional manufacture date: 12/2008.